Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported ¿three sutures broke at the needle¿ please verify. Did the suture thread break? No. Did the needle pull off from the suture? Yes. Did all three sutures break in this procedure? Yes. In relation to needle, what is the approximate location of suture breakage? At the point where the suture meets the needle.

Event description:
It was reported that the patient underwent hartmann¿s colectomy procedure on (B)(6) 2016 and barbed suture was used. During the procedure, the suture broke and pulled off at the needle during facial closure. Non-barbed suture was used to complete the case. There were no patient consequences reported. No additional information was provided.